Event description:
Caller reported an issue with the continuous glucose monitoring (cgm) system, specifically an error 42. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete pump reset information by technical support, who guided the caller through the process, and following the reset, the pump did not display the cgm error code again.